Event description:
Pt undergoing a roux-en-y gastric bypass procedure. At the end of the case when removing the ports the blue rubber seal ring located in the center of the port came off falling inside the pt's abdominal cavity. The seal was recovered without incident.